Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during an ureteroscopy procedure on (B)(6) 2012. According to the complainant, when the physician removed the basket from the patient he noticed that a basket wire was broken, remaining attached at one end, and a piece of the sheath was missing. There was no laser being used during the procedure. The detached piece of the sheath was located inside the patient and was successfully retrieved. The procedure was completed with another of the same device. There were no patient complications as a result of this event.